Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The f-38 alarm also occurred during a power on functional test. Visual inspection identified damage to the force sensing resistors (fsrs), attributed to wear and tear. The cause of the f-38 alarm was determined to be the damaged fsrs. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement reported. No additional information is available.